Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The picture showed that the tip of the waveguide was broken off. The picture showed that the waveguide had its tip missing. This damage is consistent with the titanium waveguide cracking from continued use, after it may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the adrenalectomy, the jaw of the instrument was fractured. The jaw that fractured fell, but recovered instantly from the patient's cavity using a clamp. This caused that another product had to be opened to continue the surgery. No patient injury.